Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2604702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 6f¿7f mynxgrip vascular closure device (vcd) did not shuttle down to deploy. There was no reported patient injury. The unused devices were returned while the failed devices were not saved. The failure occurred during use in the patient. The procedure was interventional and performed using a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath was used. The femoral artery suitability, including insertion angle, was verified, and the vessel type was arterial with a diameter greater than or equal to 5 mm, with no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved with manual compression for 30 minutes or less. The device was stored and prepared according to instructions for use. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the vessel. No visible damage was observed on the distal end of the sheath after removal. The user confirmed the shuttle was fully deployed with no significant resistance and no unusual force was applied during sheath retraction. The device will not be returned for evaluation.